Event description:
It was reported that during an unknown procedure, device gets tissue pad loosed outside the patient. Another device was used to complete the case. No patient consequences. Device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.